Manufacturer narrative:
The reported event was confirmed as the service evaluation revealed both inflow and outflow motor are worn out. Furthermore, the door lever has come loose at both sides and the front panel was found damaged.

Event description:
It was reported that there is no suction, because the outflow stopped several times. The problem was noticed after the surgery/treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.